Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("periods to be out of control with horrible clotting") and anaphylactic shock ("anaphylactic shock") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bactrim (bactrim ds). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/tummy so bloated"), malnutrition ("poor diet"), haematochezia ("blood in my feces"), constipation ("without having a bm"), drug hypersensitivity ("allergic reaction to sulfa"), rash ("skin rashes"), dysgeusia ("metal taste in my mouth"), anaphylactic shock (seriousness criterion medically significant), depressed mood ("feeling discouraged"), alopecia ("hair falling out"), migraine ("migraines"), endodontic procedure ("dental issue - root canal"), tooth repair ("dental issue- tooth fillings"), sensitivity of teeth ("dental issue-severe sensitivity"), rectal prolapse ("anus protruding") and dental implantation ("dental issues-implant"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the menorrhagia, abdominal distension, malnutrition, haematochezia, constipation, drug hypersensitivity, rash, dysgeusia, anaphylactic shock, depressed mood, alopecia, migraine, endodontic procedure, tooth repair, sensitivity of teeth, rectal prolapse and dental implantation outcome was unknown. The reporter considered abdominal distension, alopecia, anaphylactic shock, constipation, dental implantation, depressed mood, drug hypersensitivity, dysgeusia, endodontic procedure, haematochezia, malnutrition, menorrhagia, migraine, rash, rectal prolapse, sensitivity of teeth and tooth repair to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("periods to be out of control with horrible clotting") and anaphylactic shock ("anaphylactic shock") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bactrim (bactrim ds). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloting/tummy so bloated"), malnutrition ("poor diet"), haematochezia ("blood in my feces"), constipation ("without having a bm"), drug hypersensitivity ("allergic reaction to sulfa"), rash ("skin rashes"), dysgeusia ("metal taste in my mouth"), anaphylactic shock (seriousness criterion medically significant), depressed mood ("feeling discouraged"), alopecia ("hair falling out"), migraine ("migraines"), endodontic procedure ("dental issue - root canal"), tooth repair ("dental issue- tooth fillings"), sensitivity of teeth ("dental issue-severe sensitivity"), anal prolapse ("anus protruding") and dental implantation ("dental issues-implant"). The patient was treated with surgery (hysterectomy). Essure was removed in august 2015. At the time of the report, the menorrhagia, abdominal distension, malnutrition, haematochezia, constipation, drug hypersensitivity, rash, dysgeusia, anaphylactic shock, depressed mood, alopecia, migraine, endodontic procedure, tooth repair, sensitivity of teeth, anal prolapse and dental implantation outcome was unknown. The reporter considered abdominal distension, alopecia, anal prolapse, anaphylactic shock, constipation, dental implantation, depressed mood, drug hypersensitivity, dysgeusia, endodontic procedure, haematochezia, malnutrition, menorrhagia, migraine, rash, sensitivity of teeth and tooth repair to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.